Event description:
Error message (277 and 282) displayed after use in the ICU for more than 10 hours, then pump goes into service mode and will not infuse. Concern that an underinfusion could cause pt compromise. Pump must be changed and reset in bio med area prior to use again.